Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed via the log files review. The log files spanned approximately 12 days (23jan2021 to 04feb2021 per the timestamp). A backup battery fault activated on (B)(6) 2021 from 13:06 to 21:13 due to a load test fail. The backup battery failed the load test due to the loaded voltage being under the acceptable threshold as compared to the unloaded voltage. No other notable alarm was observed. The returned hm3 system controller, serial (B)(6) , was functionally tested with the returned backup battery, serial (B)(6) . The controller was connected to a mock circulatory loop for an extended period of time without any issue. The controller functioned as intended during the analysis. A root cause of the reported event was not determined through this analysis. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms including backup battery fault. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. (B)(6) was shipped to the customer on 14aug2019. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient ack up battery fault alarm appeared on controller after self test performed. Upon opening the back of the controller, the back up battery light was illuminated and green. The back up battery was reseated several times without clearing of the alarm; the alarm then later cleared spontaneously when patient moved. Technical services reviewed the log file and confirmed the backup battery faults on (B)(6) 2021 and reported since the emergency backup battery had been replaced and the alarms have not resolved, the system controller could be exchanged at the discretion of the site. The system controller was exchanged.